Manufacturer narrative:
(B)(4). Concomitant medical products: us157852 ¿ m2a magnum cup ¿ 018300; 139258 ¿ m2a magnum taper ¿ 557170; 157446 ¿ m2a magnum head ¿ 262310; therapy date: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 01550; 0001825034 - 2019 - 01551; 0001825034 - 2019 - 01553.

Event description:
It was reported that patient experienced an infection at an unknown about of time post right total hip arthroplasty. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Reported event was confirmed by review of medical records. Visual and dimensional evaluations could not be performed as the product was not returned. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.